Event description:
A customer observed positively biased glu patient and qc results on the vitros 950 system no biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the analyzer had displayed a condition code during the loading of the cart. The technician loaded a cart of fe slides instead of glu slides, and manually entered the information for the glu cart. After loading a fresh cart of glu slides, the control values were within range. The root cause of the event is user error.